Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event despite a usual meal announcement and typical carbohydrate intake, with no reported medications affecting glucose and correct timing of the announcement, and they corrected their glucose during the call. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the low and completion of troubleshooting and education. Investigation included a review of available reports and user confirmation of dosing and timing. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.